Event description:
It was reported that after inserting the recommended amount of saline into a size medium inspace balloon, it was noticed that the metal tip of the inserter had broken off into the balloon. The balloon was then removed and another balloon was inserted it was also a size medium.

Manufacturer narrative:
The device was discarded and not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: deployer fragmentation probable root cause: application - excessive force during insertion or positioning - incorrect size selection - premature release of back stopper - incision too small - poor visualization - difficult anatomy - wrong patient selection. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that after inserting the recommended amount of saline into a size medium inspace balloon, it was noticed that the metal tip of the inserter had broken off into the balloon. The balloon was then removed and another balloon was inserted it was also a size medium.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.